Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that mixed up/ wrong images were being retrieved by the 9800 system. No pt injury was reported.